Event description:
It was reported that, "unstable hip. Replaced with 58mm adm cup, x3 adm liner, 28mm x +4mm lfit v40 head."

Manufacturer narrative:
The following other knee devices were also listed in this report: trident hemispherical solid back shell, cat#500-11-56f, lot#13115501. V40 cocr lfit head 36mm/+5, cat# 6260-9-236, lot# ttdmma. It cannot be determined which, if any of these devices may have caused or contributed to the pt's instability. An evaluation of the devices cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.